Event description:
Customer reported receiving two adc meter readings that he perceived to be erratic. Customer reported receiving a reading of 99 mg/dl on (B)(6) 2013 and a reading of 294 mg/dl on (B)(6) 2013, at 10:11 a.m. Customer additionally reported that on (B)(6) 2013 he experienced dizziness, a migraine, and "felt like he's going to faint". Customer contacted his doctor by phone and was advised to call 911 due to the high reading obtained. Paramedics were called and upon their arrival, customer was reportedly in a "semi-conscious state". Customer received an (unspecified) injection, a "turkey sandwich to raise his blood sugar", and was transported to the emergency room where he reportedly had blood work done and a "hgba1c" result of "62" was obtained. Customer remained in the emergency room for three hours. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
As product was not returned and the test strips reported with this complaint is expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.